Event description:
A distributor, (B)(4)., reported on behalf of a customer in (B)(6) at the (B)(6), a patient suffered a macular burn. The distributor reported; "one of the most experienced doctors from the clinic reported that after the system was set to micropulse, the system actually fire normally and the patients macula was burnt."